Event description:
It was reported that the touchscreen on the pump was unresponsive and frozen, preventing the customer from interacting with it. There was no adverse impact to the customer¿s blood glucose level. The customer attempted to reset the pump based on guidance from technical support, but the issue persisted. Consequently, technical support decided to replace the pump.